Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed critical block alarm. Customer's blood glucose was 87 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. However, pump error alarm (line number 213 file number 30) is found in the formatted history file due to a software error.